Event description:
Customer reported that the insulin pump received an error alarm during prime. Customer stated that she had surgery the day prior and when she returned home, she changed the reservoir and that's when the alarm. She attempted 9 times. Blood glucose over 600 mg/dl. The drive support cap appears normal. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No compromised force sensor system alarm noted during testing. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.